Event description:
It was reported that during a procedure, the programmer's cursor moved automatically and activated emergency mode without any touch input. The issue was quickly addressed, as the device was automatically being programmed to emergency mode. It was also noted that even wind or movement near the screen would be registered as input. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer's cursor moved automatically and activated emergency mode without any touch input. The issue was quickly addressed, as the device was automatically being programmed to emergency mode. It was also noted that even wind or movement near the screen would be registered as input. It was noted that the overlay was replaced and an electromagnetic interference repair was performed to fix the screen issues. The stylus was missing and keyboard rail cover was cracked. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.